Event description:
A high blood glucose (bg) level was reported by the customer, with the specific value unknown as the display showed "high." Cause was not known. The customer took corrective action with a correction injection via multiple daily injections (mdi). Recommendation was made to consult a healthcare provider in regards to diabetes management.